Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.